Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202 lot number - the correct lot number is 06215.

Event description:
A customer reported the sterrad¿ealsure chemical indicator tape changed color on a load that was left overnight near a sterrad unit. It is unclear if the load had been processed. The customer was advised of proper storage procedure which is not leave the tape residue and direct light which could cause the chemical indicator to change color. The customer was advised to reprocess the load. It is unknown if the affected had been reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad¿ealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
The sra indicates the risk associated with exposure to a quality problem with no impact on safety is "low." The product was not required to be returned as it was determined to be user error. The cause of the issue could be attributed to user-error as the customer did not follow storage IFU and exposed the product to light. The customer was educated by tsr to follow storage IFU. There was no service done on the sterrad unit, since the issue was user error, and the unit was working within specification. The issue will continue to be tracked and trended.